Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('heavy vaginal bleeding and large clots/abnormal vaginal bleeding for 4 months') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criterion medically significant). The patient was treated with medroxyprogesterone acetate (depo provera). At the time of the report, the vaginal haemorrhage had resolved. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has had abnormal vaginal bleeding for 4 months that has now stopped. Plaintiff has been getting weekly iron transfusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('heavy vaginal bleeding and large clots/ abnormal vaginal bleeding for 4 months') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criterion medically significant). The patient was treated with medroxyprogesterone acetate (depo provera). At the time of the report, the vaginal haemorrhage had resolved. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has had abnormal vaginal bleeding for 4 months that has now stopped. Plaintiff has been getting weekly iron transfusion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.